Event description:
The patient's daughter reported the device is being replaced because the battery did not last as long as it was supposed to. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
The patient's daughter reported the device is being replaced because the battery did not last as long as it was supposed to. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.